Event description:
Loss of integration: it was reported that the implant(s) at tooth site(s) #43 lost integration and was removed. Implant positioned at 43 and loaded in (B)(6) 2018 with overdenture prosthesis on (B)(6) 2019. The patient at the time of removal of the prosthesis feels that the implant is moving.

Event description:
Loss of integration: it was reported that the implant(s) at tooth site(s) #43 lost integration and was removed. Implant positioned at 43 and loaded in (B)(6) 2018 with overdenture prosthesis on (B)(6) 2019. The patient at the time of removal of the prosthesis feels that the implant is moving.